Event description:
Related manufacturer reference number 1627487-2019-06874.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-06874. It was reported that during a competitor procedure, the physician cut one of the patient's scs leads. As a result, the entire scs system was explanted. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.